Event description:
A hospital in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit failed the extended self test on a ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the received complaint breathing circuit was performance tested. Results: the performance test revealed the pressure drop of the breathing circuit to be well within specification for this product. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits must pass a final pressure test on the production line before they are packed. Any breathing circuit which does not pass this test the first time has its connections checked and tightened and is tested again. A breathing circuit which fails the test for a second time is rejected. (B)(4).